Event description:
Consumer was using the wide proxabrush and the last package he purchased had brushes bending and breaking.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.